Event description:
Pt was revised due to dislocation; poly wear was present.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some degree of poly material wear after approx 13 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since 7/2001. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.